Event description:
It was reported when using the tube dna plh 16x100 8.5 plbl bl na, the device experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated: according to the customer's report, a black fm was found in 1 of 100 tubes.

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. The customer sample was evaluated by visual examination and the issue of foreign matter was observed in the additive. Additionally, the customer sample was further evaluated by fourier-transform infrared spectroscopy (ftir) testing and the foreign matter most closely resembles a polyether sulfone (pes) material. Two hundred (200) retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube dna plh 16x100 8.5 plbl bl na, the device experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated: according to the customer's report, a black fm was found in 1 of 100 tubes.